Manufacturer narrative:
The event of lead migration was reported to abbott. The patient's l3 was explanted and replaced due to lead migration with high impedance. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l3 lead migrated and exhibited high impedances causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue.